Manufacturer narrative:
The product is not available, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: product: carto mapping system, us catalog # unknown, serial # unknown. (B)(4) are related since both are from the same literature document. (B)(4).

Event description:
Article title: atrial arrhythmias following surgical af ablation: electrophysiological findings, ablation strategies, and clinical outcome. Per a report in the journal of j cardiovasc electrophysiol. 2014 jul;25(7):725-38. , a single-center retrospective study was conducted on 82 patients, by huo y of the heart center leipzig in leipzig, germany et al., to supplement the existing scientific evidence by describing electrophysiological findings, arrhythmia mechanisms, catheter ablation strategies, and clinical outcomes of aa following intraoperative afa in a large cohort of patients. The patients were included from june 2006 to april 2012. Median follow-up time: 18 months. From the report there was 1 serious adverse event: postinterventionally, 1 patient developed a hematothorax, which was treated successfully by thorax drainage. Per the article, 2 other non-serious ae¿s were also reported: in 2 patients, an inguinal pseudoaneurysm was found. These events are not known to have required intervention/treatment nor extended hospitalization stay. If additional information is received, we will update information in a supplemental report. There are no death events or device malfunctions reported in the publication. It is unknown if the events occurred with the use of a biosense webtser device. Model and catalog number are not available. Of 82 patients, 17 underwent rf ablation and 65 underwent cryo ablation. For some of the rf patients, a navistar thermocool catheter was used, which is therefore considered the suspected device in this report. Concomitant products: carto mapping system was used in some of the procedures. This complaint covers the 2 inguinal pseudoaneurysm events.